Event description:
The ortho summit sample handling sys instrument reportedly did not pipette sample/reagent did not generate an error message. No death or serious injury was associated with this incident.